Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon did not have any damages. It was also noticed that the catheter was kinked. Functional evaluation was performed, and the balloon was inflated without problem. Based on the available information and that the complaint device was able to inflate successfully, the most probable root cause for this complaint cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic papilla dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon has a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. It was also noticed that the pressure did not increase from first inflation. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic papilla dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon has a hole. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. It was also noticed that the pressure did not increase from first inflation. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.